Event description:
A patient reported experiencing hypoglycemia while using a one touch meter. In 2001, patient's blood glucose was 301 mg/dl on ot meter before dinner. Patient took 3u of insulin per sliding scale. Patient felt terrible and assumed having high blood glucose. A little after midnight patient was not responding to family members. Paramedics were called and patient was transferred to hospital. At the emergency room, patient's blood glucose was 34 mg/dl on hospital meter of unknown brand. Patient was treated for hypoglycemia at the ER and released. No further information has been provided.